Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport set pur 4,5f IV reference (B)(6) from an unknown batch number. Device history record. The batch number of the involved device is unknown. Summary of investigation. No sample, no x-ray picture and no picture were returned for investigation. Complaints database review: the complaint data base was verified: no significative increasing trend for this type of incident has been highlighted. Root cause. Without the complaint sample, no thorough investigation is possible, and we cannot identify the real root cause of this incident. However, the incident description specifies that the catheter was difficult to remove, this is probably due to the encapsulation of the catheter into the vessel wall. This is a known complication of the access port implantation, especially on children when the catheter was implanted during several years with polyurethane catheter and the distal catheter extremity becomes placed high in the ivc. The IFU informs the physician about the implant duration and the specific precautions to be taken for implantation on children to avoid this type of incident. Conclusion. No thorough investigation can be performed without the concerned sample/conclusive picture-video, preventing the determination of the root cause of the met defect. If a new conclusive element becomes available, the complaint will be reopened for further evaluation. This type of incident is well known and documented in the literature following access port implantation. This type of event is very rare. No actions plan is foreseen at this time.

Event description:
"Pain during port flushing and inability to aspirate - x-ray imaging of the port, where a break in the port catheter was detected. The patient was referred for surgery to remove the port. During removal of the port, it was not possible to remove it completely, so additional surgery was performed under ultrasound guidance to remove the distal part of the catheter. Incident date: (B)(6)2025. The boy had a 4.5 f celsite port inserted on (B)(6)2019. Apart from additional surgery to remove the port, no other consequences were observed in the boy."